Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
".".

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
During routine follow up on an unrelated customer experience, the peritoneal dialysis patient reported a fluid leak was observed after completing peritoneal dialysis treatment. Fluid was observed on the previous treatments cassette when removing it from the cycler. Follow up with the patient indicated that the patient did not experience any complications as a result of the alleged event. There was no medical intervention. The patient discarded the cycler set.